Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. It was reported that "catheter being used in gastrostomy tube - silicone balloon fail/ split in tube." According to technical file tf-m018-3, the usage of the catheter was indicated where routine drainage of the bladder is required either postoperatively, for patients with conditions requiring urine drainage and for patients requiring the monitoring of urinary output. Similar indication for use also clearly stated on the IFU d60514 that the device was intended for routine transurethral drainage or for postoperative transurethral drainage and irrigation of the bladder under medical supervision. Foley catheters are designed and intended to be used in urine drainage instead of being used as gastrostomy tube for enteral feeding purpose. The use of foley catheters as gastrostomy tubes can result in certain complications; for example, the balloon may rupture, allowing the catheter to slip out, and distal migration of the tube can occur, which could potentially lead to obstruction of the gastric pylorus or small bowel (gowen, 1988; bankhead, et al., 2009). Use of a foley catheter as a feeding gastrostomy catheter can cause secondary coiled spring retrograde intussusception (hussain and thambidorai, 2000). Therefore the foley catheters are not recommended to be used as the replacement of gastrostomy tube. In conclusion, this product was used not as per intended use. This complaint could not be confirmed.

Event description:
Catheter being used in gastrostomy tube, silicone balloon fail/split in tube. Tube replaced.

Manufacturer narrative:
Qn#:(B)(4). The device has not been returned for investigation.

Event description:
Catheter being used in gastrostomy tube, silicone balloon fail/split in tube. Tube replaced.